Event description:
A malfunction with code malf 16 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy while a replacement pump was arranged. Technical support also confirmed the shipping address, provided instructions for putting the pump into storage mode, and facilitated the return of the problematic pump via a prepaid label.